Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that in and out cath being done on labor patient with epidural to empty bladder. Nursing staff stated that the intermittent catheter was intact when inserted into urethra but came out missing the top portion. Stated that the patient ended up having to under cystostomy after delivery.

Event description:
It was reported that in and out cath being done on labor patient with epidural to empty bladder. Nursing staff stated that the intermittent catheter was intact when inserted into urethra but came out missing the top portion. Stated that the patient ended up having to under cystostomy after delivery. Per investigator notification on 06jul2022, stated that an additional red rubber catheter was returned for sample evaluation.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A red rubber catheter was returned opened with labeling. The catheter tip was noted to be broken off around the site of where the catheter eye would be. The tip was almost completely removed during the eye punching process. The resulting weak tip, broke off during insertion. Sample would not have met eye size specification, as a weak tip is caused by the punched eye being too large. A potential root cause for this failure mode could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.